Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device could not fire¿ p¿ to ¿p¿. The tissue was partly cut and the washer had not been cut. Malformed staples were found. Changed to another device to complete the procedure. The device will not be returned.